Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that during positioning of an embolization coil, the coil was pushed and pulled into the aneurysm 2-3 times. The coil unexpectedly detached in the microcatheter. The coil was removed in its entirety with the microcatheter. There was no reported intervention, patient injury, or health damage.